Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. One of the atrial episodes had an invalid electrogram (egm) pointer. It was able to be modified so the other egms are available. The atrial episode on (B)(6) 2017 has an incorrect egm. The others are ok. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation, the device electrograms (egm) were missing from episodes. Some of the electrograms were able to be retrieved; however, it was noted that if a measurement is taking place when the episode is occurring, it can cause the device not to collect electrograms. The device remains in use. No patient complications have been reported as a result of this event.